Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Programming changes were recommended but not yet completed. Further information was requested, but not yet available.